Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd syringe 0.3ml 30ga 8mm 7bag 420cas jp, fluid such as water had accumulated in the syringe. There were seven syringes that had this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: water like fm was in the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd syringe 0.3 ml 30ga 8 mm 7bag 420cas jp, fluid such as water had accumulated in the syringe. There were seven syringes that had this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: water like fm was in the barrel.